Manufacturer narrative:
Philips has investigated this complaint. The philips engineer received that the flexvision pc failed to start up. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.